Event description:
The sensor is giving a dampened waveform reading. Pressure data should not be used at this time and it is recommended the site consider clinically correlating and/or investigating potential reduced blood flow to the sensor.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, a calibration may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.